Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level of 540 mg/dl at the time of incident. Customer treated with needle shots for high blood glucose. Troubleshooting was performed. The customer was using the insulin pump when high blood glucose was reported. There were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reported that the insulin pump had insulin flow blocked alarm. The product will not be returned for analysis.